Manufacturer narrative:
Unable to perform the displacement test and the cap or reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, and fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring at top. The customer stated that the reservoir lock into place. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.